Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false positive results. There was no report of adverse patient impact.

Manufacturer narrative:
Investigation summary: catalog # 441743, mt3196: this complaint was that the customer reported a false positive issue. An fse went on site and performed some cleaning to the instrument's detectors, air filter and checked the voltages. The instrument was working and was observed over a period of time and was found to be working. The case was closed. Since no instrument malfunction was noted, this is an unconfirmed complaint. The root cause of the complaint cannot be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n mt3196 was performed and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false positive results. There was no report of adverse patient impact.